Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued april 16, 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the patient experienced a pink to red, dry, itching and burning rash underneath the mass for an unk duration prior to complaint receipt. Recommended bathing with the appliance off and air drying. Recommended ivory soap and stomahesive powder, discontinuing lanolin wipes. Recommended use of eakin seal. Patient outcome was not noted.